Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Labels were undamaged. Tamper seal was missing. Battery cover was damaged on the outside and inside. Display glass was scratched. Performed functional check. Visually inspected the pump. Customer-specified issue was confirmed. The device displays error code lec 41.171 after powering on. The root cause was undetermined. The mainboard will be replaced, along with the display glass and battery cover. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed an error when turning on. Event hit system error 41.171 occurred 4.1000 191 at admin code 112. There was no patient involvement and no harm/adverse event reported.